Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 22:22:59. During night drain cycle one, the patient's ultrafiltration reading was 1651ml, indicating the home patient (hp) drained 1651ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detect and use error with the initial drain alarm setting inappropriately programmed. If any additional relevant information is received, a follow-up will be sent.